Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6725 adaptor, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered. The right ventricular (rv) lead had ventricular oversensing, noise, high short interval counts (sic) and non-sustained tachycardia (nst). The pace and sense portion of the lead was inactivated and a pre-existing pace/sense lead was re-activated. It was also reported that the bi-ventricular implantable cardioverter defibrillator (bi-v ICD) was explanted and replaced for a possible header issue due to the nst episodes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed as well and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.